Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had no image displayed. The issue occurred during an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image blackout and screen does not restore (no error code displayed ) was due to failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. The event can be detected by handling the device in accordance with the following instructions for use: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.